Event description:
The customer reported an alarm and insulin squirting during the manual prime. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime, and alarmed during the prime test due to a protruded/loose drive support disk. The insulin pump also had a missing end cap sticker.